Event description:
It was reported by the customer that a pyxis medstation es system drawer failure. The customer reported that users were unable to remove medications from drawer. However the user was able to retrieve the medications from a nearby station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced plunger to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.